Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 21264499.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an explant procedure.